Manufacturer narrative:
No conclusions can be made since the product was not returned to dmta and limited information was provided by the customer in reference to the complaint event.

Event description:
"End user activated the holmium laser unit and the hlfdbx0400c 400 micron single use laser fiber melted in the middle. Sales rep commented that it appears that the laser fiber was broken in the middle and when the holmium laser was activated the laser fiber melted apart at the break. (B)(4) has been generated to have laser (1pc) returned to olympus. The fiber failed during preparation for use. Another fiber was opened right away to use for the procedure."

Manufacturer narrative:
Correction: updated correct lot number, date of manufacturer, and expiration date. Update as device returned after complaint closure: analysis of the fiber revealed the fiber was broken in two pieces. The break point showed lack of charring and minimal buffer melting but still indicates that laser energy was being applied when it was broken. It is unknown why the fiber broke but it can be hypothesized that it was not a mechanical break, but likely could have been some sort of clamping device (or similar external force being applied) which could have damaged it enough to cause separation why laser energy was being applied. During evaluation, the successful testing of the fiber after distal tip reprocessing, the presence of a pilot beam with successful laser transmission, and the successful testing without breaks while under the minimum bend radius of 29mm indicates that the fiber was fully capable of functioning as intended. It is also unknown why the customer provided the incorrect lot number of the complaint fiber.

Event description:
"End user activated the holmium laser unit and the hlfdbx0400c 400 micron single use laser fiber melted in the middle. Sales rep commented that it appears that the laser fiber was broken in the middle and when the holmium laser was activated the laser fiber melted apart at the break. RMA# (B)(4) has been generated to have laser (1pc) returned to olympus. The fiber failed during preparation for use. Another fiber was opened right away to use for the procedure."